Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was electrically continuous. The dislodgement allegation was not confirmed. The high capture threshold allegation was not confirmed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due dislodgement and high thresholds, which it was contributed due to persistent left superior vena cava anomaly. New lead was implanted. No additional adverse patient effects.

Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due dislodgement and high thresholds, which it was contributed due to persistent left superior vena cava anomaly. New lead was implanted. No additional adverse patient effects.